Event description:
It was reported that the right ventricular (rv) lead impedance rose from its baseline. It was also reported that the patient's baseline was increased because the patient tends to run a bit higher on impedance. The patient has not been seen since the adjustment and continues to be monitored closely. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 21:00:11. Daily pace impedance trend data shows an increase for ventricular pace bi impedance = 798 to 1007 ohms peak between (B)(6) 2012.